Manufacturer narrative:
The patient's previous pump exchange is reported under medwatch MFR report # 2916596-2015-01074. (B)(4). Approximate age of device: 5 months. The explanted device was returned for analysis. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient underwent a pump exchange on (B)(6) 2015 for power elevations and low estimated pump flows. On (B)(6) 2015, the pump implanted on (B)(6) 2015 was received by the manufacturer without any accompanying information. Multiple attempts to obtain additional information were made, however no further information regarding the reason for pump explant was provided.

Manufacturer narrative:
Additional evaluation findings: examination of the inlet stator revealed a dark red, tissue-like deposition. The deposition had areas that were denatured and had a ring-like structure, indicating that it likely developed over an undetermined period of time while the pump was in operation. The duration of its presence in the pump could not be conclusively determined. Examination of the outlet stator revealed a dark red, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball suggests that it was likely present while the device was supporting the patient. However, the evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The explanted device was returned for evaluation. The lvad pump was returned to the manufacturer without any accompanying information. The evaluation of the pump revealed collapsed lining in the inlet tube, inflow knitted graft, outlet graft, outlet elbow, inlet stator, outlet stator, and rotor body. The lining may have developed due to poor surface washing as a result of a low flow condition. However, a specific cause for a low flow event and a specific time period in which it developed could not be conclusively determined. A root cause for the observed deposition also could not be conclusively determined. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.